Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support and reported that a liberty select cycler powered down and the screen was dark during power up. The patient tried rebooting and resetting the power cord but the screen remained blank. The patient did say that the lights came on the ¿ok¿, ¿stop¿ and arrow keys but quickly went dark with no sounds when pressed. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Multiple attempts have been made to contact the peritoneal dialysis registered nurse (pdrn) to obtain additional information related to the reported event. At this time, no additional information has been provided. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on transformer one (t1) on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid in the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. The touch screen test failed. When powering on the cycler, the ¿ok¿, ¿stop¿, and ¿up/down¿ arrow push buttons illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on transformer one (t1) on inverter board. The inverter board with lot code 2414 reflects that the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The touch screen test then passed. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short on the transformer of the inverter board.